Event description:
It was reported that "device broke at distal end between the two cups during case."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.